Event description:
Boston scientific received information that review of the patient's arrhythmia logbook showed a stored tachycardia event. It was noted that the patient experienced a fall around the same time as the arrhythmia and it is unclear if the patient experienced syncope due to the fall. The physician expressed dissatisfaction with the device's storage of the event. Since the onset of the arrhythmia was not stored, it was unknown if the patient experienced a ventricular tachycardia (vt), which then caused the patient's fall or if the fall itself caused the vt. No programming changes were made to the system and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.